Manufacturer narrative:
Updated to reflect the information received on 2017-jan-25. (B)(4) to reflect the identified infectious agent as (B)(6).

Event description:
Additional information was received from the patient¿s health care provider (hcp) on (B)(6) 2017. It was reported that the cultures were performed and the infection was identified as (B)(6) .the pump was surgically removed and disposed of.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that the patient¿s pump was removed due to an infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 2017-jan-23 from the patient¿s healthcare provider (hcp). It was reported that the patient had a pump revision on (B)(6) 2015 due to eri. On (B)(6) 2015, the patient was hospitalized for fever and redness around the pump and then the patient¿s pump was explanted on (B)(6) 2015 due to infection. Additionally, the patient¿s pump drug information was provided. The patient received 1400.0 mcg/ml of fentanyl at 561.9 mcg/day by simple continuous infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.